Event description:
The package was empty. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the items received were two original sealed howmedica blisters-but empty. Corrective actions have been initiated to preclude this type of occurrence.